Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed no signs of nonconformance. There were no indications of use or any evidence of a manufacturing issue. A dimensional inspection was performed and meet the specifications. The feature measured was the length of the device. A functional evaluation was not performed due to the mating devices were not returned. The overall complaint was not confirmed as the observed condition of the access kit 10 g diam tip side-open doubl would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> part # 03.804.514s, lot # 25f04-1. Manufacturing site: werk selzach logistik. Release to warehouse date :04. June.2025. Expiration date: 01. June.2030. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l2) for osteoporotic vertebral fracture on (B)(6), 2025. During surgery, after placing the access kit according to the procedure manual, the surgeon prepared the balloon and attempted to insert it into the working sleeve but was unable to insert the balloon. The balloon was not a reuse product but was used for the first time. The surgeon rechecked whether there was insufficient negative pressure or insufficient tightening of the valve. However, not only the balloon part but even the tip could not be inserted. So, the spare balloon and access kit were opened. A total of four balloons and two boxes of access kits (four working sleeves) were combined, but only one set was able to pass through the working sleeve. The surgeon wanted to perform vertebroplasty equally on both sides using medium-sized balloons, but only one set was available. Therefore, the sales rep asked the surgeon to perform an operation other than the balloon operation and contacted the head office during that operation. The sales rep learned that similar incidents occur more frequently with m and l sizes, but less frequently with s sizes. The sales representative gave this information to the surgeon. The two boxes of size s were then opened, and the working sleeves were passed through. The sleeves were successfully passed through, allowing the surgeon to continue the surgery. The surgery was completed successfully with 45 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.